Manufacturer narrative:
Physio-control further evaluated the device and observed that the device showed a momentary indication of powering on. If a patient connection had been made within 17 seconds of powering on, the device would have continued to power on and function correctly. Physio-control determined that the cause of the reported issue was due to the lid reed switch assembly intermittently remaining shorted/closed. This kept the device from appearing fully powered on. A replacement device was provided to the customer under warranty. (B)(4).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not have any voice prompts. During device evaluation physio-control observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(6) has initiated a recall for the reported issue on (B)(6) 2016. Reference correction/removal reporting number 3015876-(B)(4).